Event description:
It was reported that prior to implant attempt, the device was interrogated and came up as eri (battery depletion indicated). The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.